Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the insertable cardiac monitor was not able to be interrogated via bluetooth. Bluetooth reinitiation was attempted, but was not successful. There were no patient consequences. The patient would continue to be monitored.